Event description:
Patient reported deformity and rupture in the right breast. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: device photograph(s) for the device related to the reported event of rupture and visibility/palpability was reviewed on 09-ago-22. Visual analysis of the photographs identified observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.